Manufacturer narrative:
Device not returned. Ccds staff have provided the following guidelines: 1. Ffr with makeup should not be submitted for processing by ccds. 2. Preferably, only black permanent markers should be used for marking ffr. Color bleed has not been observed when using black permanent markers. All information known or reasonably known to battelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported masks with either red stains inside the interior at the bottom of the mask as well as the grey/dirty stains around the bottom, and some had makeup stains. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.